Event description:
The reporter stated the surgeon inserted a aq2015a silicone aspheric three piece lens. Lens was removed due to both the optic and haptic tore. The incision was not enlarged and no sutures were required. Another same model and size lens was implanted. The reporter stated the lens was damaged by the injector.

Manufacturer narrative:
No consequences or impact to patient. Evaluation: conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.